Manufacturer narrative:
Concomitant medical products: 1882tc46 lead, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) possibly a shock for at/af (atrial tachycardia/ atrial fibrillation) with rvr (rapid ventricular response). The ICD remains in use. No further patient complications have been reported as a result of this event.